Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a red and blistering rash on his back under the therapy electrodes. The patient's physician advised the patient to go to the emergency room. The emergency room physician instructed the patient to apply ointment and to take (B)(6). Follow-up indicated that the rash had healed.